Event description:
It was reported that pre-op to an unknown procedure on an unknown date and a fibrin sealant preparation device was received recently that expired 10/2023. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: when was the product ordered? 2/8/2024. When did the customer receive the product? Delivered 2/14/2024. What is the purchase order number? (B)(4). According to our records, expiration date for lot 3419165 is october 2026, not 2023. Can you please confirm the involved lot is lot 3419165? 3419165- confirm. Please confirm no expired products have been used on any patient. Not used on patient. Investigation summary ==> the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that three (3) vstas1e devices were returned inside the secondary box. Visual analysis of the returned sample determined that the labelling in the secondary box has the lot number 3419165 with a wrong expiration date. Upon visual inspection, of the three (3) unopened packaging has the lot number 3419165 with the correct expiration date. A manufacturing record evaluation was performed for the finished device lot, and per the batch record of tessy, the expiration date printed on sales carton label is actually the manufacturing date. Ethicon has issued external supplier failure investigation report (fir) for nr-0216772 for tessy to complete. Event related to mw # 2210968-2024-04175. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.